Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the flow rate observed on the medium line was uneven (irregular)." It was also reported "noradrenaline was infused on proximal line. Significant changes in blood pressure during boluses on the midline. We changed the device and made the same observation." The device was inserted 28 days prior. The device was changed and replaced. It was reported the patient remained in the hospital at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the flow rate observed on the medium line was uneven (irregular)." It was also reported "noradrenaline was infused on proximal line. Significant changes in blood pressure during boluses on the midline. We changed the device and made the same observation." The device was inserted 28 days prior. The device was changed and replaced. It was reported the patient remained in the hospital at the time of this report.